Manufacturer narrative:
Review of the device history records show that the lots were released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It is reported that during a pediatric surgery for cranial bones, a post of one of three lactosorb clamps was broken between the outer and inner plates. According to the surgeon, he was trying to use the broken one in the skin flap area so that a lof of pressure was on the clamp. It is reported that there was no delay that exceeded 30 minutes and the patient experienced no injury as a result of the device fracture.

Manufacturer narrative:
The broken clamp was returned in bio hazardous condition therefore only a visual inspection through the bag could be performed. The product identity has been confirmed. A visual evaluation revealed that the clamp is broken into four pieces with the inner and outer plates and applier visible; therefore the complaint is confirmed. The implant was returned with two possible lot numbers therefore the DHR (device history records) for each lot number was reviewed and no non-conformances were found. There are no indications of manufacturing defects, the most likely underlying cause of this complaint was excessive force applied to the clamp during insertion; also the clamp was being inserted in the area of the skin flap and therefore exposed to a lot of pressure. Based on the product evaluation, fields were updated.